Event description:
Health care professional reports the air foam detector would not arm. The technician was repairing this when he noted that the air-foam detector switch was found to be very hot to the touch. Health care rpofessional reports no pt or technician injury.